Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas and stated she had just been discharged from the hospital. No allegation of pump malfunction was made. No other information was provided. Animas has made multiple unsuccessful attempts to get more information. This complaint is being reported based on the allegation that a patient on insulin pump therapy was hospitalized for an unknown reason.